Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6), 2009, the patient presented with a urinary tract infection on (B)(6), 2010. According to the complainant, an antibiotic (type and duration unknown) was administered. Reportedly, the patient's urinary tract infection was resolved on (B)(6), 2010, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: (B)(4).